Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 10:00am at home. Caller stated that she tested her blood glucose with her prodigy meter and received a result of 53mg/dl. A normal blood glucose reading for that time of day is usually around 120mg/dl. About 10 minutes after testing the end-user stated that her family was unable to wake up and was unable speak and was acting as if her blood sugar was really low. Caller stated that her family tested her blood glucose with her prodigy meter 3 more times and they received results of 86mg/dl, 134mg/dl, 133 mg/dl. She then stated that her family called ems. There was no food or medication taken while waiting for ems to arrive. She stated that she did have a soda prior to feeling sick. Caller does not recall how long it took ems to arrive but states that there was about 10-20 minutes between testing with her prodigy meter and the ems' meter. When ems arrived they tested the end-user with their meter and received a result of lo. Caller stated that the ems gave her a glucose IV to raise her blood sugar. The end-user was not transported to the hospital. Ems were from the st. Louis city fire department located at 314 s tucker blvd, st. Louis, mo 63102. Caller did not recall what her blood glucose was prior to the ems leaving her home. No additional information was provided.

Manufacturer narrative:
No nonconformance was found and recorded in the document ((B)(4)) after okb reviewed device history record (dhf) of the suspected meter (serial#: (B)(4)) and strips (lot#: d210428b-2). The meter was shipped to pdc on 2017-07-07, and strips with 2-year shelf life were manufactured on 2021-04-28. Because the suspected items was not returned to okb, the retained meter (serial#: (B)(4)) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results (level low: 50/54; level high: 307/303) met the acceptance criteria (level low: 40~90 ; level high: 230~340), and desiccants of the strip vial are still functional (orange color). The root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint has to be closed out if no further action or information from the user.